Event description:
Surgeon noted that patient with a v40 ti/cocr stem/head combo has a pseudo tumor near his total hip. Surgeon also expressed concern that patients aortic problems may be correlated to his total hip. Pseudo tumor and possible aortic issues due to metal ions from total hip.

Manufacturer narrative:
An event regarding allergy/reaction involving a 32mm +4 lfit v40 head was reported. The event was not confirmed. Medical records received and evaluation: a review of the case description was completed by a clinical consultant and concluded: "no certain root cause of failure can be established for this case due to lack of proper information." And "no x-rays are available for review, neither were implants returned for investigation. Issues regarding pseudotumor diagnosis were discussed as well as potential other involved mechanisms. Without further evidence, a clear relationship between the reported issues and the event failure mode is not quite evident. Aortic disease has no relationship with excessive metal ions and the failure mode may well be caused by issues not related to the reported information." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
Surgeon noted that patient with a v40 ti/cocr stem/head combo has a pseudo tumor near his total hip. Surgeon also expressed concern that patients aortic problems may be correlated to his total hip. Pseudo tumor and possible aortic issues due to metal ions from total hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.